Manufacturer narrative:
PMA/ 510 k number= k160229. The device involved in this complaint was not available for return to cook (B)(4) for evaluation. With the information provided, a document based investigation was carried out. As the device was not returned for evaluation it is not possible to conclusively determine the root cause of this complaint. The customer complaint is confirmed based on the customer testimony. Prior to distribution all echo-hd-25-ebus-p-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0110-4, that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the relevant manufacturing records for this echo-hd-25-ebus-p-c device of lot # c1242016 did not reveal any discrepancies which could have contributed to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1242016; upon review of complaints this failure mode has not occurred previously with this lot # c1242016. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The first pass, the needle worked fine. For the second pass, there was difficulty in getting the needle across the cartilage wall of the bronchus. The physician believed he withdrew the needle into the sheath before removing from scope but once needle came out of scope it was noted that tip was extended past end of sheath and that it was bent.